Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis for the procedure: compression fracture and spinal stenosis procedure used: l2-4 fusion it was reported that intra-op, the tip of the extender broke off. The fragment was recovered and removed. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visually and optically confirmed one of the head gripper components are broken off the instrument tip. The broken off component is cracked and bent outward, consistent with bend stress overload. The above observations are consistent with bend stress overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.